Event description:
I had lasik eye surgery in (B)(6) of 2016. I had severe myopia. After lasik my vision was not 20/20 and I still needed to wear glasses, but I had the added health condition of severe dry eyes. I was told this would go away, but it has not. I've been on xiidra eye drops since 2018 and used otc eye drops since my surgery. I regret having this surgery and it at times has been debilitating. I just wanted to add my report to your data. I am looking into scleral lenses to correct my vision and help with dry eye. I am an ICU rn and it does impact my work. FDA safety report ID# (B)(4).